Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial lead exhibited high thresholds. It was further reported there was far field r-wave (ffrw) oversensing. The physician noted that the atrial lead placement was close to the patient's valve which may effect the sensing. The lead was reprogrammed to unipolar pacing and remains in use. No patient complications have been reported as a result of this event.